Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the pump alarm, and the customer found damage to the pump. Troubleshooting was performed for damage, and the customer reported damage to the belt clip rails and the reservoir tube side. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files. Critical pump error (open book image) alarm triggered by three consecutive pump error 35 alarm on (B)(6) 2025 12:10:05:000 pm due to moisture damage on electronics assembly. Unit received moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, broken belt clip rails and cracked case at battery tube side. Critical pump error (open book image) alarm confirmed due to pump error 35 alarms. Pump error 35 alarm due to moisture damage. Cosmetic damage was confirmed at the back of the pump area and broken belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.